Event description:
It was reported that the spin loc assy, macrobore OEM was found disassembled. The following information was provided by the initial reporter: "in our reception control, disassembled units are detected."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 19034037. D.4. Medical device expiration date: 03/24/2024. D.10 device available for eval yes, d.10 returned to manufacturer on: 06/23/2020. H.4. Device manufacture date: 2019-03-21. Investigation conclusion: six 9002-020 samples were received for investigation without packaging. Following further discussion with the customer it was confirmed that the components were not received separated, however during their incoming inspection process it was noted that the collar could be removed from the back of the component during manual manipulation of the product. Furthermore video's provided by the customer confirmed that when the cap was removed and the collar intentionally pulled back from the male luer, it was possible for the collar to separate. A visual inspection confirmed all the male luer components were received disassembled with their composing parts separated; no damage or manufacturing defects were identified to the individual components of the samples. The components were then re-assembled and noted to function as expected with no separation unless intentionally pulling back on the rotating collar. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19034037 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. No manufacturing or assembly defects were observed to the returned products which may have contributed to the customer's experience. Please note that the design of the 9002-020 component allows for the rotating collar component to be completely pulled back during unscrewing of the component; this is not considered to be a manufacturing defect and is part of the design intention of the component. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 9002-020 in the past 12 months.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the spin loc assy, macrobore OEM was found disassembled. The following information was provided by the initial reporter: "in our reception control, disassembled units are detected."